Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2013, and obtained the following information. The patient tests her blood glucose 3-4x daily. The patient manages her diabetes with metformin pills, humalog insulin and lantus insulin. The alleged issue began about a year prior to contacting lfs. The patient did not specify results obtained with the subject meter; however, alleged the results were around "40-50 points" of each other. The patient denied making changes to her usual diabetes management routine. About 2-3 hours (sometimes more) after the start of the alleged issue, the patient claims she felt low blood glucose symptoms of heart pounding, sweating and shaky hands. The patient ate chocolate (or homemade blueberry syrup) as treatment and reportedly felt better about 5-10 minutes after. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.